Event description:
It was reported that: "patient had revision knee surgery on (B)(6)-2011 at (B)(6) center. Pt did well. Recently pt was experiencing some discomfort, soft tissue became inflamed. Dr. Proceeded to irrigate out the wound replace the insert with another and closed. No deep infection was evident."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental report.